Manufacturer narrative:
(Other) additional info was requested but no further details regarding the event or device investigation was provided by the contact person. Manufacturer makes no claim that the machine will alarm during this event. The operator's manual includes a warning stating that the pressure changes resulting form a line separation or needle removal may be too small for the system to detect and that all connections must be properly secured and checked regularly.